Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for an occlusion from the middle of the right superficial femoral artery to segment p2 of the right popliteal artery using gore® viabahn® endoprosthesis with heparin bioactive surface. According to the report, calcification was observed around the treated area. The patient tolerated the procedure. On (B)(6) 2018, an angiograph was performed prior to an unrelated below-knee procedure. The angiograph reportedly confirmed that both endoprostheses were occluded. On the same day, thrombus aspiration was performed and a bare metal stent was implanted proximal to the viabahn® endoprostheses to treat the occlusion. Afterward, the below-knee procedure was performed as planned (details unknown). On (B)(6) 2018, follow-up imaging reportedly confirmed that the endoprostheses were occluded again. A thrombectomy was performed, and thromboendarterectomy (tea) was performed against the origin of the right superficial femoral artery. The occlusion was resolved and the patient tolerated the procedure.